Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or for dual chamber pacemaker implant. The physician implanted the ra and rv leads successfully. As the pocket was sutured no sensing on the leads was noted. No capture anomaly and low lead impedance was also observed. Close review revealed cut through the suture sleeves as well as the lead insulation. The leads were explanted and replaced. The physician used the same grade suture as usual. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.